Event description:
The 6pm medication aide finds resident unresponsive. Noted tubing disconnected from humidifier bottle on concentrator. Tubing reconnected by medication aide. The o2 continued at 5l per mask. Charge nurse notified. Noted cyanosis, shallow breathing, unable to obtain blood pressure. The o2 stats 58-60%. Resident unresponsive to verbal or physical stimulation. 6:10 pm physician notified, orders obtained for comfort measures only per resident no CPR order. At 6:20 pm resident expires.